Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations were moved from the old area to a new location, and two new devices were set up on the main station. A field service engineer connected the new auxiliary tower and confirmed the main unit was functioning normally. However, upon connecting the new 7 drawer auxiliary, error messages appeared indicating a firmware update failure from version 2 to version 1, and the auxiliary could not be configured. Additionally, drawers 1 through 5 on the main entered an off bus failed state and appeared as undetected in the storage configuration. The fse disconnected the new auxiliary and tower, after which the system returned to normal operation with no drawers off the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.